Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. There was reportedly moisture behind the display. There was no indication of damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/31/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/12/2015 with the following findings: on examination, there was moisture noted behind the display. A leak test revealed moisture leakage at the display lens. On investigation, the pump would not power on; complete investigation was not possible due to the pump not having power. The pump was opened for inspection and revealed moisture damage throughout the interior of the pump. Investigation confirmed the alleged moisture to the pump and subsequent lack of power.